Event description:
Related manufacturer reference number: 1627487-2022-00628. It was reported the patient is experiencing ineffective stimulation. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2022 wherein the extensions were explanted and replaced (related manufacturer reference number: 1627487-2022-01696, 1627487-2022-01697). No intervention was done in regards to the leads.